Event description:
It was reported that the pump battery could not be charged. There was no impact to the customer¿s blood glucose level. Ultimately, the pump began to charge. The customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.